Event description:
It was reported that the handpiece will not shut off after use. There was no report of patient or user injury associated with the alleged event.

Manufacturer narrative:
The handpiece involved in the reported event was evaluated. During the evaluation, the technician found the connector pins were extremely dirty and the motor was intermittent, this is most likely due to improper cleaning and sterilization practices; cleaning, maintenance, and lubrication instructions in the IFU clearly indicate the proper procedure. Components were replaced, and preventative maintenance was performed on the handpiece. The handpiece has since been returned to the customer.